Event description:
A customer reported experiencing a cartridge alarm 20 with their pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support arranged to send a replacement pump with updated software, instructed the customer on returning the problematic pump, and provided guidance on placing the pump into storage mode before returning it. The customer agreed to use mdi as backup therapy until the new pump arrived.